Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and says there was no reproducibility. Fiber optic module test values were fine. Unit returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had a fiber optical sensor module failure. Equipment was replaced within 10 minutes after the occurrence of the event. There was no health damage.